Event description:
It was reported the pt was experiencing a lot of back pain following a permanent implant procedure (reference MFR report#s: 1627487-2013-1833). Over time the pain resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.